Event description:
It was reported that approximately 19 days after the pacemaker system was implanted, it was confirmed through computed tomography that the patient experienced a small pericardial effusion due to a right ventricular (rv) lead perforation. The device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Laboratory testing did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that approximately 19 days after the pacemaker system was implanted, it was confirmed through computed tomography that the patient experienced a small pericardial effusion due to a right ventricular (rv) lead perforation. The device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that approximately 19 days after the pacemaker system was implanted, this right ventricular (rv) lead was explanted and replaced due to a suspected perforation. No additional adverse patient effects were reported.